Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, discomfort, perineal pain, flank pain and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: 3 coils from left ostium, 4 coils from right ostium visualized. She alleged removal and removal, removal dates not confirmed. Lot number: c35388, manufacture date: 2014-03, expiration date:2017-03. Most recent follow-up information incorporated above includes: on 5-oct-2020: medical record received. Case became serious incident as removal was done. Reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. C35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal haemorrhage, discomfort, perineal pain, flank pain and abdominal pain. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dysmenorrhoea ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: 3 coils from left ostium, 4 coils from right ostium visualized. She alleged removal and removal, removal dates not confirmed. Lot number: c35388 manufacture date: 2014-03 expiration date:2017-03. Batch no c35388 production date 2014-03-11 expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.